Event description:
It was reported that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2009, due to metallosis. The acetabular cup, modular head, and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions." (B)(4). This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00521 / 00523).